Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was poor cutting of the probe during a vitreoretinal procedure. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Two samples were returned for poor cutting of the probe. The samples were examined and both needles were found to be severely bent (approximately 90°) at the stiffener. Cut testing could not be performed due to the damaged condition of the samples. For this complaint file, the final customer lot was manufactured with six probe lots. A device history record review for each of the probe lots was conducted. No anomaly was found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were two other complaints for the reported issue. The root cause for this complaint is the bent needles. A probe cannot cut with a severely bent needle. How or when the needles became bent cannot be determined. The manufacturer internal reference number is: 2015-136945